Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dissection, angina and myocardial infarction, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.5x18mm xience alpine stent was implanted in the mid left anterior descending (lad) coronary artery. Post implantation, a dissection occurred, requiring treatment with a 2.5x8mm xience alpine stent. Thrombolysis in myocardial infarction (timi) flow 1 was noted in the diagonal coronary artery. The patient became anxious, experienced chest pain and a myocardial infarction (mi) was diagnosed. Medication was provided as treatment. Post procedure, enzymes were elevated. On (B)(6) 2015, the patient was discharged home. The event was noted as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2015: troponin I=11.94 ng/ml, upper reference limit 0.09. On (B)(6) 2015: ck=170 u/l, normal upper limit 294. On (B)(6) 2015: ck-mb=8.6 ng/ml, normal upper limit 3.6. On (B)(6) 2015 (1457): ECG=new mi. On (B)(6) 2015: ck=716 u/l, normal upper limit 294. On (B)(6) 2015: ck-mb=67.4 ng/ml, normal upper limit 3.6. On (B)(6) 2015: ck= 719 u/l, normal upper limit 294. On (B)(6) 2015: troponin I=11.94 ng/ml, upper reference limit 0.09. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.